Event description:
Caller reported a cartridge alarm 20 but confirmed that their blood glucose level did not exceed 500 mg/dl. There was no adverse impact on the customer's blood glucose level. Customer service resolved the issue by arranging to send a replacement pump with updated software, providing instructions on returning the defective pump, and ensuring understanding of necessary steps with the new equipment.